Manufacturer narrative:
This product was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. The cause of high impedance is unknown and the lead continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.